Event description:
It was reported by singapore that during service and evaluation, it was determined that the chuck with key device had seized mechanics and was frozen/would not move. It was further determined that the device failed pretest for check for mechanical free movement and check general function in running mode. It was noted that the device was found to be seized/unable to move and upon disassembly, the device was found to be badly corroded as well. It was further noted that the planetary wheels could not be removed as it was seized together with the gear wheel and the bearings and shaft could also not be removed because of this. It was noted in the service order that the device did not work when connected to the drill and it worked when a different attachment device was tried. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device was frozen/would not move, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).